Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A 100% inspection of the stent systems is carried out as part of the final inspection procedure and the stent covers are also 100% inspected during the stent cut and close sub-assembly steps. Because of the current controls in place, it is highly unlikely that an uncovered stent left the manufacturing facility labeled as a covered stent. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. Therefore, the most probable root cause is "undeterminable." A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was esophageal cancer. The label on the packaging of the stent stated that the stent was 7cm in length and covered. However, following the stent placement, the user believed the stent to be uncovered. The stent position was adjusted with rat-tooth forceps and the stent was left implanted. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was esophageal cancer. The label on the packaging of the stent stated that the stent was 7cm in length and covered. However, following the stent placement, the user believed the stent to be uncovered. The stent position was adjusted with rat-tooth forceps and the stent was left implanted. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.